Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent.

Event description:
Report was received from (B)(6) stating that the device could not secure the cutter during surgery. It is known there were no injuries. It is unk if medical intervention occurred. The date of the event is unk. There was no add'l info provided.